Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: product code: 412.812s lot number: 77p2490 manufacturing site: (B)(4) release to warehouse date: 10 november 2020 expiry date: 01 november 2030 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the open reduction internal fixation surgery for intra-articular fracture of proximal radius with the plate and the locking screw. When the surgeon inserted the locking screw into the left screw hole in the distal second row, which was one of five screw holes in the epiphysis of the plate, and fixed it, the locking screw penetrated the plate and entered the bone with the plate unlocked. The surgeon tried to remove it, but the locking screw had entered under the plate and it was difficult to remove it. Because the surgery time had already exceeded two (2) hours, the doctor left the locking screw inside the bone and the surgery was completed successfully with fifteen (15) minutes surgical delay. No further information is available. This report is for one (1) 2.4mm ti locking scr slf-tpng with stardrive recess 12mm this is report 2 of 2 for complaint (B)(4).